Manufacturer narrative:
(B)(6). The blade was returned for evaluation. Three used blades were returned for evaluation. It is unknown which blade(s) correspond with which procedure, however, all blades are reportedly from the same manufactured lot. The blade assemblies were evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been put in place which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. Review of the device history records were performed which confirmed no inconsistencies. A root cause was determined to be a manufacturing issue which has since been addressed.

Event description:
During a knee arthroscopy, it was reported that the surgeon was using an incisor plus blade. The blade was activated for suction and while not touching any tissue, metal fragments were shed into the joint. The metal fragments were removed by suction. There was no reported time delay.